Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. During the subsequent follow up appointment, the patient was noted to have experienced complete exit block. This lead remains in service. No additional adverse patient effects were reported.